Manufacturer narrative:
Concomitant medical products: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there was an explant of a patient's lead for an unknown reason. No further information can be obtained by bsn.